Event description:
The customer reported that the valves appeared to be occluded. Two valves failed during prime (set-up), two valves failed during the procedures, and one valve did not have negative pressure during the procedure. No pt injury was reported.